Manufacturer narrative:
Additional information provided in d.9. , h.3. , h.6. , and h.11. The product was returned for analysis and damage was observed to the iol. Iol returned positioned correctly in the lens case. Solution is dried on both surfaces of the optic and haptics. One of the haptic tips is broken/torn and is returned taped to lens case base. The other haptic is intact. The optic is cracked/fractured and scratched/marked-rejectable we are unable to determine the root cause for the reported complaint crack was found on lens optic. The product was subject to handling and the reported damage was highlighted post implantation. The reported complaint is lacking in relevant information such as associated products (cartridge, handpiece, viscoelastic) used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the lens implantation into the eye, noticed crack and a foreign material on optic of lens. The surgery was completed after replacing the product with another lens. Additional information has been received that only crack was found on lens optic there was no foreign material.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).